Event description:
It was reported that there was a hole in the balloon. An angiojet avx catheter and a 10.0 x 40, 75cm gladiator balloon were selected for use in the superficial femoral artery (sfa). The angiojet catheter was leaking and would not prime. The balloon was noted to have a hole in it. Another of the same device was used to complete the procedure. There were no patient complications.